Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: appendectomy. Event description: ai translated: I would like to inform you of a quality defect that occurred on (B)(6) 2026 on the following device: ref: cd003. When removing the medical device from the abdomen after extraction of the surgical specimen (appendix), the thread came loose, leaving the bag wide open in the abdomen. Risk of loss of the surgical specimen. Additional information received from applied medical representative via email on 16mar2026: the patient is doing well. Procedure - appendectomy, fields updated. The actuator was not able to be fully retracted. There was no spillage out of the opening of the bag. Type of intervention: another extraction bag was used. Patient status: no patient injury reported.